Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor sprint stent. The device was inspected before use with no issues found. The target lesion in the distal lad had 75% stenosis and was calcified. Lesion was pre-dilated. Resistance was noted while advancing the endeavor sprint device and a little force was used. It was reported that several attempts were made to deliver the device but these were unsuccessful. The device became stuck in the middle of the artery. The device was withdrawn and it was noted that the stent struts in the distal of the stent were deformed/lifted. Procedure was completed with balloon only, no stenting. No patient injury reported.